Event description:
Physician reported "port connector leak" treated with a lap-band ap system surgical revision with access port revision (with preservation of same brand) for a patient in the (B)(4) study.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."